Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem could not be confirmed. The root cause of the problem was unknown. No further action will be taken as no problem was identified.

Event description:
It was reported that the device displayed the message cassette disconnected, even though it was well connected. There was no patient involvement, and no patient harm/adverse event reported.